Event description:
Hosp reported 1.5" end of upper bill of heavy gauge plastic speculum broke during a procedure. The broken piece was manually (fingers or forceps) removed immediately. There was no pt injury.